Event description:
During a procedure, a continuous amount of air bubbles was observed in the agilis sheath following removal of the advisor hd grid catheter. There were no issues noted during left atrial mapping with the advisor hd grid catheter and agilis sheath. The air bubbles occurred while exchanging the advisor hd grid catheter for a non-abbott (boston scientific) farawave catheter. There were no adverse patient consequences.